Manufacturer narrative:
Received report of plastic back shell having broken making chair unusable due to being unable to support client weight. Service provider reports client is known to have bouts high tone (hypertonia). The failure of the back shell is being attributed to excessive stress, over time leading to material fatigue. With this component being broken, client was unable to use seating as intended for pressure relief. Reports from family/caregiver are client started to acquire a pressure ulcer due to the inability to properly re-position themselves for adequate pressure relief until the affected component was replaced. DHR was reviewed and unit was found to have been built according to specification at time of distribution.

Event description:
Received report of client having a broken back shell on the seating system. It was reported that the client started to acquire pressure ulcers due to being unable to use the seating as intended.